Event description:
It was reported that during a percutaneous coronary interventional procedure, a burr detachment occurred. The totally occluded lesion being treated was located in the calcified and moderately tortuous proximal left anterior descending artery (lad). The distal lad also had a 99% stenosed lesion. First, the guide catheter was advanced. An initial guide wire was unable to cross the lesion, however, subsequent wires were crossed. Attempts were made to cross three balloons, however, none were successful. Using another wire and a microcatheter, the floppy rotawire was able to cross the lesion. Following platforming at a speed of 190,000 rpms, the 1.25mm rotalink plus burr was then advanced to the lesion. The speed was increased to 210,000 rpms. Five ablation runs were completed for 10 seconds each and speed drops of 5000 rpms the first two runs, 15k rpms the third run, 17k rpms the fourth run, and 25k rpms the fourth run. The physician then noted that the advancer knob was not moving the burr, and removed the system on dynaglide. It was then noted that the burr had detached and remained in the artery. CABG was performed, removing the burr from the calcified vessel, and a graft was made from the prox lad to distal lad. Patient's status was reported as in rehabilitation and doing well.